Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the device closed and would not open again. No further info was available from the site as to how the device was removed. There was no pt injury.